Manufacturer narrative:
There were no issues noted during stent deployment and the stent was implanted. An nc euphora was then used to post-dilate the lad followed by a second balloon. The re-wrapped "winged" nc euphora was then attempted to be placed in proximal circumflex and the physician pushed with force ¿ it appears that the stent coordinated approximately 10mm in the forward direction because of force with the stent crowns came together due to forceful insertion. It was reported that a kissing balloon technique was initiated . Upon deflation of the kissing balloons the physician noticed the stent was forced distal upon itself and a second stent was needed in the ostial / proximal circumflex. Image review: an image was provided showing a lesion in the circumflex artery as reported by the account. A video was provided showing the kissing balloon technique. Two deployed stents are visible in the image. It is not possible to see stent deformation in the returned video. The video shows angiographic results after post dilation using the kissing balloon technique. The vessel appears to be patent as shown by the flow of contrast. There were no images capturing the reported stent deformation. There were no images capturing the use of force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion exhibiting 95% stenosis located in the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. There were no issues noted during stent deployment. It is reported that stent deformation occurred in vivo while attempting to post-dilate the deployed stent. It is indicated that force was used to advance the balloon through the deployed stent causing the stent to accordion approximately 10mm. It is indicated that the stent crowns came together due to forceful insertion. The procedure was completed using an additional stent at the ostial circumflex. The patient is reported to be alive with injury.